Manufacturer narrative:
One device was returned for analysis. Review of the event history log showed cassette not attached alarms. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream sensor/seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing cassette not attached error was showing. There was no patient involvement and harm reported.